Event description:
Reportedly, this device was explanted after approximately a 12 day implant duration due to insufficiency, cad, and pulmonary hypertension.

Manufacturer narrative:
Method: device not returned.